Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to ECG "c" and "d" cable being pulled from the strain relief. The root cause for pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. Review of the patient's ECG strips and flag files does not indicate a device malfunction during use. There is no reason to suggest the device caused or contributed to the patient's death.

Event description:
A zoll distributor returned electrode belt sn (B)(4). During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use electrode belt sn (B)(4) passed away on (B)(6) 2014. The device was deactivated prior to the patient's passing. Review of the patient's flags does not indicate a failure in the field, prior to the patient's death.